Event description:
A report of high impedence's in the patient's paddle lead was received. X-rays were taken that showed a kink in the lead. The decision has been made to explant the patient's system.